Event description:
A health professional reported that a patient underwent revision surgery approximately 8 years post-operatively to address two migrated aviator screws and a fractured aviator plate locking mechanism. It was further reported that the screws migrated into the patient's esophagus and caused pain for the patient. This report captures the first of two screws.